Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic after receiving a vibratory alert. Upon review, the right ventricular was shown to have increased lead impedance. All other lead characteristics were normal. Programming changes were discussed, but no intervention was performed. The physician plans to continue to monitor the patient and would follow-up normally.